Manufacturer narrative:
Concomitant medical products: 5867-3m, adaptor, implanted: (B)(6) 2015; 4598, lead, implanted (B)(6) 2015. Evaluation summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to systemic infection with lead vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.